Event description:
It was reported that the suture of a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the device during removal and remained in the body of an unknown patient. The drainage catheter was placed on (B)(6) 2022. On (B)(6) 2022, the patient underwent a procedure to have the catheter removed. Upon removal of the device, the thread became stuck in the patient. It is currently unknown if an additional procedure to remove the section of thread will be performed.

Manufacturer narrative:
Occupation: interventional radiologist. PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation a physician of rhode island hospital (USA) reported to cook that the suture of an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot#: 14786905) was retained in a patient. The device was placed in the patient¿s abdomen via direct sick on (B)(6) 2022. Two weeks later, on (B)(6) 2022, the catheter was removed; however, the suture was retained in the patient. It is currently unknown if an additional procedure will be performed to remove the section of thread. The physician will determine whether to retrieve the suture after they learn the material of the suture. No other adverse effects were reported due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, instructions for use (IFU), and specification of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14786905 revealed one relevant non-conformance for "suture breakage." This device was scrapped prior to further processing. The suture lot 2242208.3 had no abnormalities recorded during the incoming inspection process. In addition, the supplier provided a certification of compliance indicating the suture string met the required tensile strength requirement. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. Since there is objective evidence the DHR was fully executed and there are no other lot-related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field and that device was manufactured to current specification. Cook also reviewed product labeling. The IFU [t_multi_rev5] packaged with the device contains the following in relation to the reported failure mode: "precautions: -when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. -a tfe-coated wire guide must be used with ultrathane catheters. Instructions for use unlocking catheter loop for mac-loc locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig. 4) how supplied: upon removal rom package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, cook medical has concluded the root cause as component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.